Event description:
Authorized distributor in (B)(6) reports an internal battery failure with a vivo 50 device. The defective part has been scrapped. Based on the information received, the potential risk associated with the reported event is classified as critical since a defective internal battery will cause the treatment to be terminated, with a high prioritty alarm, if no other power source is available and connected. Based on the information provided at this time, including unknown patient information, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under european law, patient information is considered confidental and will not be released by the hospital.